Manufacturer narrative:
The fse dispatched to the customer site determined that a malfunctioning wash pump was the cause of the failed system check, failed calibrations, out of range qc and elevated troponin results reported by the customer. The system check and calibration failure modes are indicative of diminished washing capability and are consistent with the hardware issue identified by the fse. Diminished washing capability is also consistent with the elevated troponin patient and qc results reported by the customer. The cause of this event was confirmed to be a hardware malfunction. (B)(4).

Event description:
On (B)(6) 2016 the customer reported that erroneous elevated troponin I (accutni+3) results had been generated on the customer's access2 immunoassay system (serial number (B)(4)) for seven patients. The customer indicated that the results had been reported out of the laboratory and had been questioned by physicians. The customer was unaware of any change to patient treatment as a consequence. The customer indicated that the patient samples in question were collected in lithium heparin plasma tubes and centrifuged for five minutes at 4000 rotations per minute. During guided troubleshooting, the customer reported that accutni+3 calibrations performed on the system after failed and that troponin qc (quality control) values generated on the system were outside the customer's established range high. The customer performed a system check which failed and a beckman coulter fse (field service engineer) was dispatched to evaluate the system.